Event description:
Reporter stated that pt was found incoherent. Reporter indicated that pt's blood glucose was tested, using the suspect device, with a result of 170 mg/dl. Reporter summoned emergency medical services, on pt's behalf. Reporter indicated that, upon their arrival 5 - 10 minutes later, the pt's blood glucose measured "lo" on paramedics's device. Pt's blood glucose was reportedly retested, using the suspect device, with result of 111 mg/dl. Reporter stated that pt was treated with "artificial sugar," after which she reportedly felt better. No additional treatment was provided. While on the line with technical support, qc testing was performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect prduct and replacement product was shipped.